Event description:
It was reported that the right ventricular (rv) lead impedance was trending low. The lead was extracted and a new lead was implanted. During the rv lead extraction procedure, the lead was entangled with the right atrial (ra) lead and caused the ra lead to dislodge. The physician was unable to reposition the lead so the lead was extracted and a new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The inner insulation of the lead was observed to have blood ingression. Visual analysis indicates apparent explant damage.